Event description:
No additional information was received.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no scope ID data. A definitive root cause could not be identified. Based on the results of the investigation, it is likely error code b31 (communication error) most probable cause is: damage was confirmed at video connector, the event possibly occurred by the stress applied to the connector which led to damage circuit board inside video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the no scope ID data most probable cause is: is presumed that this issue occurred because the scope ID was not transmitted to the system due to a problem with the internal circuit board of the endoscope connector, such as faulty contacts (contact corrosion, abnormal resistance, watertightness failure) or watertightness failure of the connector. These events can be detected/prevented by handling device in accordance with the following IFU: 3.8 inspection of the endoscopic system. - inspection of the endoscopic image. 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed error code b31 (communication error). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.